Event description:
Related manufacturing reference: 3008452825-2019-00410. During a pulmonary vein isolation procedure a cancellation occurred. While performing a wide area circumference ablation around the right veins at 30w power with 17 ml/min, the pulmonary veins could not be isolated. The electrograms were visible throughout the procedure but it was suspected that the catheter was not functioning as expected since the local signal from electrodes 1-2 did not decrease in amplitude during ablation. A new catheter was used and like the first catheter appropriate impedances and measurements were observed. When isolation was still not achieved with the second catheter the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.